Event description:
**Update** (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: after his surgery, patient began to experience severe pain and swelling in his hip; this condition has not dissipated with time; patient is currently unable to walk without terrible pain in the groin area, along with swelling in the thigh, ankle, and hip.